Manufacturer narrative:
Correction: the correct date received by manufacturer and event date listed on the initial MDR was incorrect. The correct date was 03/02/2017.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to replicate the reported event upon system checkout, system functioned as designed and without issues. No parts were returned or replaced and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the reference was positioned in iliac bone using the percutaneous pin; 3d photos were taken using the imaging system and imported to the navigation system. Six screws were to be inserted in the following order, the th12, l1, and l2: 2 screws were inserted in the th12 completely. While a lower hole was made for the left sided l1, an image on the navigation screen was swayed. Although it was suspected that a reference was possibly displaced, the procedure was continued and 4 screws were positioned in the l1 and l2. A screw positioning site check using the imaging system found that 4 screws in the l2 were dislocated in a lower site, inter-vertebral disk; 3d photos were taken again using the imaging system and 4 screws were re-positioned in the l1 and l2. There was a reported delay to the procedure of less than 1 hour due to this issue.